Manufacturer narrative:
The device has been received however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during preparation for use, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated by olympus. The customer's complaint was not reproduced. However, a chemical stain was found on the charge-coupled device (ccd) and there were cracks on the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon of unable to display image was likely due to cracks on the connector part. No definitive cause of the cracks on the connector part could be identified. Olympus will continue to monitor field performance for this device.